Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("in some colleagues essure got broken when cutting the fallopian tubes and fragments remained, or it was already broken and it could not be removed completely") and complication of device removal ("in some colleagues essure got broken when cutting the fallopian tubes and fragments remained, or it was already broken and it could not be removed completely") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced device breakage (serious criteria medically significant and clinically significant/intervention required) with adverse event and complication of device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy has to be performed) and surgery (hysterectomy has to be performed). Essure was withdrawn. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered device breakage and complication of device removal to be related to essure. Company causality comment: this non-medically confirmed case report refers to an unspecified number of female consumers in which essure got broken when cutting the fallopian tubes and fragments remained, or it was already broken and it could not be removed completely. Reporter mentioned that in these cases the symptoms persists and hysterectomy has to be performed. This event, interpreted as device breakage and complication of device removal, is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact mechanism of the device breakage in the reported situations is not clear. Despite the limited information, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since it was mentioned that hysterectomy has to be performed.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("in some colleagues essure got broken when cutting the fallopian tubes and fragments remained, or it was already broken and it could not be removed completely") and complication of device removal ("in some colleagues essure got broken when cutting the fallopian tubes and fragments remained, or it was already broken and it could not be removed completely") in an unspecified number of female consumers who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with adverse event and complication of device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy has to be performed) and surgery (hysterectomy has to be performed). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-apr-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1618 cases. Complication of device removal. The analysis in the global safety database revealed 70 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. Lf the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported adverse event cannot be totally excluded. However, the adverse event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality safety evaluation of ptc. Company causality comment this non-medically confirmed case report refers to an unspecified number of female consumers in which essure got broken when cutting the fallopian tubes and fragments remained, or it was already broken and it could not be removed completely. Reporter mentioned that in these cases the symptoms persists and hysterectomy has to be performed. This event, interpreted as device breakage and complication of device removal, is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact mechanism of the device breakage in the reported situations is not clear. Despite the limited information, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since it was mentioned that hysterectomy has to be performed. According to the product technical complaint, a product quality defect could not be confirmed but is considered plausible.